Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. Physician indicated the patient initially had severe calcification in the iliac limbs. In (B)(6) 2016 the patient was reported to have had an unknown endoleak with no intervention and the physician elected to monitor the patient. In (B)(6) 2017 it was reported the patient had a type 1b endoleak and a type 2 endoleak. The physician has planned to complete a secondary procedure to repair the iliac limbs and place an additional proximal extension to increase the overlap between the proximal extension and main body graft. There has been no updates to endologix regarding a secondary intervention with this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following was confirmed; endoleak type ib of the right iliac limb. Clinical evaluations was unable to find substantial evidence to confirm the following reported events; endoleak type ii of the right lumbar artery, secondary procedure with placement of 2 proximal extensions and a limb extension, and endoleak resolution. Additionally there was evidence to reasonably support the following observations; unknown endoleak seen at inferior stent margin of the main body. The clinical assessment was based on no patient medical records, and no patient images. Based on the information available the root cause of the reported event is unknown. Device was not returned, therefore, sample evaluation was not completed clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use, significant calcification, poor stent to vessel apposition, and patent lumbar vessel. Updated event information, product information, and removed (B)(4).

Event description:
Secondary procedure took place on (B)(6) 2017. The physician implanted two proximal extensions and a limb extension in the common iliac artery to seal the endoleak. It was reported that no endoleaks were present at the completion of the secondary intervention.